Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2010.according to the complainant, post-procedure, the patient experienced extrusion of the mesh, bladder and urinary tract infections, urinary leakage and abdominal pain. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported lot number, 1ml00150, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.

Event description:
According to the physician, the patient was seen weekly for one month post procedure and told to self catheterize for retention. The retention was resolved within 2 weeks. The last time the patient was seen, in (B)(6) 2011, urinary retention had returned. The patient was prescribed duvoid (bethanechol) for retention. The physician also suspected uti so he prescribed antibiotics (unknown type). Urine analysis came back normal later. The patient was referred to a urologist who told her to resume self-catheterization. All other information is unknown and unavailable.